Manufacturer narrative:
Correction to field d4. Unique identifier (UDI) #.

Event description:
It was reported that during a kidney stone removal procedure, the fiber broke. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis. Therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Correction to field g2 report source.

Event description:
It was reported that during a kidney stone removal procedure, the fiber broke. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a kidney stone removal procedure, the fiber broke. The procedure was completed with another fiber without patient complications.